Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a problem with the insulin pump getting very hot during normal use. The customer also stated that at times it delivers too much insulin, and other times it doesn't deliver enough. Advised the customer that the insulin pump would be replaced. Nothing further was reported.